Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported pain. After wearable removal the area was painful and he went to the emergency room for evaluation where the helathcare provider (hcp) found glue stuck on the arm that caused the pain. They cut some part of the skin in the painful area to remove the glue. No medication was administered. The patient stayed 2 hours at the emergency room and was then discharged in good condition. Follow up contact was made with the patient on (B)(6) 2025 and additional details were obtained. After wearable removal (unspecified date) the arm was painful. The date of removal was not disclosed. On (B)(6) 2025 he went to the ER for evaluation of the painful area. The hcp discovered a portion of adhesive glue and ¿part of sensor which might be plastic¿ remained on the arm. The hcp used a scalpel blade to remove several layers of the skin; the remainder of the piece of the wearable; and wearable adhesive residue (¿glue¿). Although asked, the patient did not know if the portion of the plastic removed also contained the sensor wire, and the pieces were difficult for him to see. The pieces were discarded at the ER. There was slight bleeding in the area after the procedure. The patient remained in the ER for 2 hours and returned home in good condition. After the procedure the pain at the site disappeared. The patient stated the area healed quickly. The patient also used an omnipod insulin pump. He typically used a magnifying glass to view small items due to age related vision changes. He and spouse had started using ¿goo gone¿ brand bandage and adhesive remover to remove his cgm and insulin pump medical adhesive with good success. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.